Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is not charging with ac power module. There is no reported patient involvement.